Event description:
The reporter stated that there was leakage from the set. During the returned product investigation, it was noted that the tubing had disconnected on both returned units. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Two samples were received with the tubing disconnected from the cassette. Visual inspection of the disconnected tubing showed that solvent had been properly applied and that the tubing had been properly seated into the tubing port. Both the inner diameter of the tubing port and outer diameter of the tubing were within specification. The opposite bonded connection was tested and was within specification. There were no mfg issues noted. The device history was reviewed and was acceptable. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.